Event description:
On (B)(6) 2024 (B)(4) (con): information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they are seeing a message on the controller that the system is operating at maximum settings and therapy cannot be increased. The caller stated the message has appeared for the 2 programs they've tried. The agent reviewed with the caller that there could be an impedance issue and suggested they schedule a follow-up appointment with the managing hcp for device evaluation. The caller and patient expressed that they did not care for the current office they go to. The agent emailed patient physician listings for their area. The caller and patient also mention previously working with reps. The agent emailed reps with a request to contact the patient to set up a follow-up appointment. (B)(6) 2024 e1 (con): additional information was received from the patient. They reported that the cause was due to impedances being over 4000 ohms on electrodes 0, 1, 3, and on july 2. The patient was programmed to case + and 2 negative. It was also stated that the issue was resolved. Patient is feeling stimulation at.8 v in the pelvic floor. Her urinary symptoms were significantly improved after changing her electrode settings. The cause of the impedances being too high was unknown. The physician said that the patient should leave itin the current setting, and we may have to replace the lead in the future. The patient did not recall falling or damaging the device. No other action will be taken. On (B)(6) 2025 they added that they started noticing the programming did not work correctly. It was losing signals. They thought there were four different points they could program things but it got down to only one point and it was not adjustable. They went back in and replaced the lead. They left an inch or two of the old lead behind because of the scar tissue. An x-ray was done where you can see the lead left behind. The patient wanted to know if they could have an MRI with the old lead left behind. The agent walked the caller through putting device in MRI mode and it showed patient full body eligible. On (B)(6) 2025 hcps had called in to review MRI eligibility due to the lead fragment.

Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot # v073706, implanted: (B)(6) 2008; product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they are seeing a message on the controller that the system is operating at maximum set and therapy cannot be increased. Caller stated the message has appeared for the 2 programs they've tried. Agent reviewed with caller that there could be an impedance issue and suggested they schedule follow-up appointment with managing hcp for device evaluation. Caller and patient expressed that they did not care for the current office they go to. Agent emailed patient physician listings for their area. Caller and patient also mention previously working with reps. Agent emailed reps with request to contact patient to set up follow-up appointment.

Event description:
Additional information was received from the patient. They reported that the cause was due to impedances being over 4000 ohms on electrodes 0, 1, 3, and on july 2. The patient was programmed to case + and 2 negative. It was also stated that the issue was resolved. Patient is feeling stimulation at.8 v in the pelvic floor. Her urinary symptoms were significantly improved after changing her electrode settings. The cause of the impedances being too high was unknown. The physician said that the patient should leave itin the current setting, and we may have to replace the lead in the future. Patient does not recall falling or damaging the device. No other action will be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.